Event description:
The device was used during an appendectomy procedure. Reportedly, the instrument did not fire properly. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.